Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1/2ml w/ndl 27x1/2 rb had visible droplets (silicone). The following information was provided by the initial reporter: "dr. Xxx is a retina specialist - this product is used to treat patients with wet macular degeneration. They use this to do intravitreal injections into the eye. They are production silicone bubbles. Dr wants to know if there is some alternative syringe comparable to this one that we sell. It has been an ongoing thing, so there was not an exact date of the incident or number of times it has happened that were provided."